Event description:
It was reported by the customer that he had leaky reservoirs. The customer stated that he was not currently experiencing any leaks. The customer also stated that the leaks occurred during filling when he was not connected, but he was unsure which end of the reservoir was leaking. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.